Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out of range pacing impedance (greater than 2,400 ohms). The physician noted that the impedance levels have been slowly increasing over the last year. Lead integrity testing and pocket maneuvers where completed. Sensing and thresholds where within normal ranges. The shock circuit is stable and in normal range. The physician will monitor the patient closely. This rv lead remains implanted. No adverse patient effects were reported.